Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure on the left atrium, an intellanav stablepoint open-irrigated catheter was selected for use. Blockage of the irrigation port was noticed. P02 occlusion detected error was shown in metriq pump screen. The catheter was removed from the patient and confirmed outside the blockage. Nothing visible in the tip catheter. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
Intellanav stablepoint open-irrigated catheter was evaluated by boston scientific. Visual inspection was performed and no damages were observed. Functional test noted the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device lumen was leak tested during a leakage test using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit passed the test without problems. Finally, flow test was done; the device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. Laboratory analysis was unable to confirm the reported clinical observations. Device was found within specifications.

Event description:
It was reported that during an ablation procedure on the left atrium, an intellanav stablepoint open-irrigated catheter was selected for use. Blockage of the irrigation port was noticed. P02 occlusion detected error was shown in metriq pump screen. The catheter was removed from the patient and confirmed outside the blockage. Nothing visible in the tip catheter. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter was returned to boston scientific for laboratory analysis.